Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and shortness of breath. The right ventricular (rv) lead was noted with high thresholds. While on telemetry, there were dropped beats and some loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.